Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit displayed a "gas device error" message. The customer could not confirm if the device was in patient use at the time. No patient harm was reported. Service requested / performed: exchange/evaluation. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Event description:
The customer reported that the multigas unit displayed a "gas device error" message.

Manufacturer narrative:
The customer reported that their multigas unit displayed a "gas device error". The customer could not confirm nor deny if the device was in patient use at the time. No harm or injury was reported. They will be sending this unit in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1: 01/04/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #2: 01/11/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #3 01/20/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt #1: 01/04/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #2: 01/11/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #3 01/20/2021 emailed the customer via microsoft outlook for relevant test/labs: no reply was received. Attempt #1: 01/04/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #2: 01/11/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received. Attempt #3 01/20/2021 emailed the customer via microsoft outlook for other relevant history: no reply was received.

Event description:
The customer reported that their multigas unit displayed a "gas device error".